Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 270 mg/dl. Reportedly, the customer declined to complete trouble shooting with customer technical service and stated they would change out the cartridge at a later time.